Manufacturer narrative:
The customer reported a suspected false (incorrect) positive result from a rapid result covid test system on an individual asymptomatic patient. The positive result was reproduced by repeat testing of the nasal swab sample with the testing platform. A third testing of the nasal swab sample with the testing platform produced a negative result. No further action is deemed necessary at this time, as this event does not contribute to a significant deviation from the established performance characteristics of the product.

Event description:
The customer reported a suspected false (incorrect) positive result from a rapid result covid test system on an individual asymptomatic patient.